Event description:
It was reported that during a bypass procedure, dr. (B) (6) requested that the staff retrieve him a bifurcated hemashield graft. After retrieving the device, the circulator noticed condensation inside of the sterile pouch. After a 5 to 10 minute surgical delay, the physician opted to implant a competitive product. It was reported that the event did not cause harm to the pt.

Manufacturer narrative:
The returned device was visually inspected and confirmed the presence of 'droplets" within the inner packaging. The presence of condensation (i.e. "Droplets") inside the inner blister of a hemashield graft is a known condition consistent with the product having been exposed to unique environmental conditions (e.g. High heat and humidity followed by rapid cooling). An evaluation of the condensation in similar returned product determined that the condensation was comprised of glycerol and water. Glycerol, which is soluble in water, is a component of the collagen coating; its presence is intended to maintain suppleness of the collagen-sealed graft. Based on the extensive engineering studies, captured by our CAPA system, the probable root cause of the complaint mode is packaging design - related. We have since began marketing hemashield devices with a new packaging design, based upon those studies. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch. (B) (4) - presence of condensation. Design related issue. (B) (4)